Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The company service representative reseated the cable in the host module to resolve the issue. The system was then tested and met all product specifications. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to an internal-component wear or reliability, as the issue was resolved by reseating the cable in the host module. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that before a vitrectomy surgery, the system hung intermittently. The surgery was completed by restarting the machine. No system message was displayed and there was no patient impact.